Event description:
It was reported an infection occurred. A left atrial appendage (laa) closure procedure was performed using a 20mm watchman flx laa closure device with delivery system (wds) and a watchman fxd curve access system (was). The procedure was completed successfully and the patient was discharged. Following discharge, the patient presented to the emergency department with sepsis associated with contamination of the femoral access site. A transesophageal echocardiogram (tee) was performed and a large vegetation was discovered on the surface of the closure device that culturing identified as methicillin-resistant staphylococcus aureus. The patient was transferred to a second healthcare facility twenty days post procedure and intravenous heparin was administered. A cerebral hemorrhage occurred and the patient was transferred to a third healthcare facility twenty-one days post procedure. Twenty-one days post implant procedure the patient died due to the cerebral hemorrhage.